Event description:
It has been reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the image processing computer's disk bay board was degraded. Philips suggested for a service request, but the customer rejected it. As the request was rejected no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.